Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4470 competitor implantable defib lead (B)(6) 2006; 4518 competitor implantable defib lead (B)(6) 2006; 0185 competitor implantable defib lead (B)(6) 2006; blv-bis-10 implantable lead adaptor(B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary #(B)(4) performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Elective replacement indicator (eri) was triggered on (B)(6) 2013.

Event description:
It was reported that the device had an unexpected longevity with an apparent premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #(B)(4). The device was returned and analyzed. Analysis revealed the returned device did not detect any performance issues, but the calculated longevity result of 89% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model.